Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis results added "device intermittent operation" and had also noted that the main clear cover was missing and the lower case was broken.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed one incoming functional test. Incoming functional test failure was retested ten times and all passed. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).